Event description:
The customer reported that when a member of the cleaning staff moved the overhead arm to which the mp30 monitor/gcx mount was attached, the gcx mount failed, and the monitor fell to the floor.

Manufacturer narrative:
The customer reported that when a member of the cleaning staff moved the overhead arm to which the mp30 monitor/gcx mount was attached, the gcx mount failed, and the monitor fell to the floor. The pictures of the failed mount indicate metal shearing from force outside normal and expected use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).